Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with the electrode belt ECG and therapy electrodes. The cause for the communication failure was damage to the monitor's driven ground relay. The driven ground resistor r781 was open on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to properly communicate with an electrode belt.